Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not corss the lesion and no damage to the stent had occurred. In addition, no pt injuries or complications were reported. However, the returned product analysis confirmed that there was strut damage.